Manufacturer narrative:
There was no report of device malfunction during the procedure and the system functioned as expected. Submission of this report is associated with the recent acquisition of gynesonics by hologic, inc. During the integration into hologic's adverse event reporting system and procedures, a review of historical adverse events was performed. As a result this event was identified as being reportable on aug 12, 2025 and is being reported retroactively out of an abundance of caution.

Event description:
Contacted by physician concerning his patient who had been treated the prior day. She was seen in his office with a complaint of a temp of 103º and abdominal pain. Her exam was remarkable for abdominal tenderness and possibly some rebound (the physician felt this could represent. She was given im ceftriaxone and metronidazole and sent home with her husband to observe her status. We discussed the probable diagnosis of endometritis. Last night the patient was directed to go to the ew but she did not go and was thus not admitted. As of today (B)(6) 2021; pod#2), she is much improved and her initial wbc from (B)(6) was not markedly high (11.2), all consistent with resolving endometritis after broad-spectrum outpatient antibiotic therapy (both of us are in agreement). Review of the case video was unremarkable; an 8-cm transmural fibroid was ablated 3x, and all of the ablations were within the uterine serosal margin. The procedure was performed in an office setting. I do not yet know of any past history of infections. I am not aware that any antibiotics were administered prophylactically.